Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited inadequate capture thresholds and high impedance. The lv lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a partial lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out from the connector assembly due to excessive forces during the procedure.